Event description:
Customer reported, he was hospitalized due to low blood glucose. Customer stated, he was shoveling snow and his glucose dropped, customer was wearing the insulin pump. Blood glucose value at the time of admission was 38 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.